Event description:
It was reported that the patient was experiencing discomfort from the cardiac resynchronization therapy defibrillator (crt-d) moving in the pocket. It was noted that there was visible movement of the device with positional changes. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 7122 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.